Manufacturer narrative:
The product was returned for analysis, and damage was observed to the intraocular lens (iol). Iol received in a small bottle with a solution. One haptic is broken/torn and not returned, the other haptic is intact. There is a fracture in the optic. The complainant indicates the use of non-company viscoelastic which is not qualified for use with the associated iol model. The complainant also indicates that the ophthalmic viscosurgical device (ovd) was not at room temperature. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow instructions for use (IFU), as the surgeon states the use of non-qualified viscoelastic. The use of an unqualified combination may cause damage to iol and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that, during the intraocular lens (iol) implantation procedure, the haptic had cut off while loading. The lens had not been fully injected, and it was safely removed from the eye without any harm to the patient. The procedure was completed on the same day. Additional information has been requested however no further information available.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).